Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained. Could you please provide lot number? The lot number was not provided; not able to verify the proper lot number. What was used to complete the procedure? They used a second suture to complete the procedure. Did the patient suffer from any consequence due to the issue (pull off suture needle)? No patient consequences were reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient underwent a lumpectomy on (B)(6) 2021 and the suture was used. During the surgery, the needle popped off. Another like suture was used to complete the procedure. There were no patient consequences reported.